Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the device top cover and front panel was found to have minor scratches. Functional testing (air pressure/air flow rate/electrical leakage test.) As well as burn in testing were performed on the device and found no issues. The device passed all testing criteria and the reported issue was not duplicated. Final inspection passed/completed and device was returned to the user. As stated on the IFU and as a preventive measure, the user manual states : before each case, inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument and see chapter 7, ¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 7, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.

Event description:
It was reported that prior to use, during preparation, the device uhi-3 co2 system was having a pressure issue. According to the reporter, the pressure of the device fluctuates too much and was not stable. There was no patient involvement on this report. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h4,h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause of the reported problem could not be determined. There was no problem with the device during the inspection. The likely cause of the reported phenomenon attributed to device malfunctioned during use and the cause is unknown, cannot be determined..

Manufacturer narrative:
This supplemental report is being submitted to provide the event date of the reported issue.

Event description:
The intended unspecified procedure was completed with a different device. The device serial number was not provided. Device was inspected prior to use and no anomalies were observed, the connections were secured. According to the reporter, the insufflator emitted a warning indicating a high reading. There was no error code and the valve on the gas cylinder was opened all of the way.